Manufacturer narrative:
Retainer ring=clear. On (B)(6) 2020 customer called in with the following concern: constant high bgs even after replacing new reservoir set. P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage on anomalies noted during visual inspection. Unit received with cracked case(battery tube), cracked battery tube threads, faded serial number label and cracked keypad at select button. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the unit was successful. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 29 mmol/l at the time of incident and the other blood glucose level was 28.3 mmol/l, 20 mmol/l. Customer reported that there might be a problem with his insulin pump change his set yesterday morning and blood glucose 6 to 8 after breakfast blood glucose went above 22.2 mmol/l bolus twice with the same amount and came back home and blood glucose 26 mmol/l bolus and tested again blood glucose 29 mmol/l treated with a needle with 16 u then blood glucose started to go down. The customer was assisted with troubleshooting. The customer was treated with a needle using the same insulin from the vial for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery, because this morning before breakfast, blood glucose 15 mmol/l, so customer thinks he was not getting his basal either. Customer stated that they did not used auto mode feature at time of high blood glucose event. Customer stated insulin exited at the quick release. Customer states the cannula was not bent. Customer was performed self-test and displacement test and both test were passed. The insulin pump will not be returned for analysis.